Manufacturer narrative:
Product complaint # (B)(4).

Event description:
On (B)(6) 2020, the patient had a revision of left total hip arthroplasty to address wound breakdown with hematoma and drainage, recurrent instability with dislocation, and coagulopathy. The indications for surgery included that the patient had a revision 6 weeks prior (captured in pc-(B)(4)) to address a failed constrained liner and medical records indicated the patient was having pain.. The patient dislocated after that surgery and needed a reduction. During this current procedure the acetabular and femoral components were revised. The surgeon reported finding a complete failure of the posterior soft tissue, and really no longer any soft tissues present to repair. There was a small amount of hematoma. He was coagulopathic during the case.